Event description:
It was reported that the shock lead impedance measurements of this right ventricular (rv) lead were found to be out-of-range, up to 138 ohms. Technical services (ts) analyzed the presenting electrogram (egm) and found that all other lead measurements were within normal range. This patient is being further monitored but no other action has been taken. No adverse patient effects were reported. Currently, this lead remains in service.